Manufacturer narrative:
H3 other text : patient is currently using the remediated device.

Event description:
The manufacturer was contacted in reference to a modem and sd card the patient inadvertently left in the recalled device when returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is currently using the remediated device, and stated he was in the hospital with pneumonia. He is not sure if the pneumonia was caused by the remediated device or not. The patient reported using an ultraviolet disinfection device. Philips is replacing the sd card and modem for the patient. No device is returning at this time, the patient is still using the remediated device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.